Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-08302. It was reported that the patient's right ventricular lead exhibited significantly high capture thresholds and decreased sensing thresholds. A chest x-ray was performed on (B)(6) 2019 and no issues were initially observed. Upon review on 5/27/2019, the lead was suspected to be dislodged. Multiple oversensing episodes were noted. It was also suspected that patient's implantable cardioverter defibrillator delivered high voltage therapy, but it was unconfirmed if the therapy was inappropriate. The device was deactivated, and the patient was given a life vest. No further intervention was reported. The patient's condition was stable throughout the event.